Event description:
A 72 yr old male with a blockage in his anterior carotid artery was treated using 27mg of tissue plasminagin activator (tpa). After 4 hours of treatment, arterial blockage was still present. The occlusion balloon catheter was inserted in an attempt to resolve the blockage. Upon inflation of the balloon in the blocked area, arterial rupture occurred resulting in hemorrhage and death.